Manufacturer narrative:
Product event summary: data files with two photos and log files were returned and analyzed. Analysis of the returned images showed a piece of polyamide tape that was found on the shaft of the catheter. The log files were analyzed, and timestamps/errors were observed with a possible catheter serial number (B)(6). In conclusion, the reported "foreign material" was confirmed through data/image analysis, and the reported "foreign material" issue was not able to be confirmed through data analysis of the log files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the preparation for a cardiac ablation procedure using the sphere 9 catheter, yellow plastic material was found on the middle shaft of the catheter. This device-related issue led to a temporary interruption of the procedure. Despite the recommendation to replace the catheter, the healthcare professionals decided to continue and complete the procedure using the same catheter. No patient complications have been reported as a result of this event.